Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an insignia stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I cannot appreciate any radiolucencies about the primary insignia stem. The restoration modular stem is in anatomic position with pristine interfaces. Loss of fixation and failure of this femoral stem cannot be confirmed from the information provided." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem loosening. A review of the provided medical records by a clinical consultant indicated: "I cannot appreciate any radiolucencies about the primary insignia stem. The restoration modular stem is in anatomic position with pristine interfaces. Loss of fixation and failure of this femoral stem cannot be confirmed from the information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: patient complaining of loosening of femoral component. Surgeon opted to explant insignia stem, and femoral head, and replace with a restoration modular revision stem, and new ceramic femoral head.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.